Event description:
The facility reported an infusion pump that failed flow vs volume test during biomed testing. No reports of any patient incident involving this pump since the last baxter service event.